Event description:
Additional information from the patient's physician was received. The cause of the event was unknown, but was attributed to the lead. There was a loss of stimulation. The reason for the hospitalization was not given. It was reported there were no injuries.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6), explanted. Product type lead; product ID 37743, serial# (B)(4). Product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6), explanted. Product type extension; product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type extension. (B)(4).24

Event description:
It was reported that the lead was revised due to stimulation in the wrong location. The patient did not get stimulation all the way down to his feet, so the lead was moved down 1.5 vertebral bodies to accommodate the patient's stimulation needs. High impedances greater than 40,000 ohms were measured on all combinations with electrodes 2, 5, 6, 7, 9, and 12 in recovery. All other electrodes were high in the 25,000 to 31 ,000 ohm range. Impedances had been within normal limits in the or. The patient was just barely feeling stimulation at 7-8 volts whereas he used to feel stimulation at 2-3 volts. The patient was admitted to the hospital. Additional information has been requested but was not available as of the date of this report.